Event description:
This spontaneous case report was received from a gynecologist/obstetrician in united states on (B)(6) 2013. It refers to a female patient of unspecified age who became pregnant after essure (fallopian tube occlusion insert) was inserted one or two years ago (device failure). No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, one - two years before time of reporting, the patient had essure (fallopian tube occlusion insert) inserted by reporting physician. Indication for use, lot number, duration of use were unknown to reporter. Physician reported that a patient was now pregnant after an essure was inserted one or two years earlier. Hcp (healthcare professional) wanted to know what to do with this pregnancy, which was ongoing at the time of reporting. No assessment of device-event relationship was provided. Follow up information received on 12-nov-2013 from physician: patient's initials and date of birth were provided. Essure was inserted on (B)(6) 2012 to prevent pregnancy and a hsg was performed on (B)(6) 2012 (hsg reading: films indicate bl essure proceed, no contrast is identified beyond the corneal region of the uterus, no definite free opacification of the fallopian tubes. Impression sp proceed no definite free spill of contrast bilaterally). In (B)(6) 2013, pregnancy was diagnosed. No further information was provided. Follow up 21-apr-2014: follow up information received from the social media (newspaper). Consumer became pregnant despite essure and worried that the coils might have migrated and could puncture her uterus. She recently was able to confirm they have been in the right place but she has still planned to have a hysterectomy after the baby is born in order to remove the coils. Consumer said that she originally wanted a tubal ligation but her doctor steered her toward essure. She had the procedure in (B)(6) 2012, and the three-month follow up test confirmed her tubes were fully blocked. Her fourth child is due in (B)(6) 2014. She was pregnant with these coils in her body and there's no study to tell her it's going to be fine. Her physician said that he has been implanting essure in patients for seven years and she was the first to become pregnant. Physician mentioned that to his the biggest issue was whether the follow up test was reliable enough to confirm the tubes were blocked. Follow-up information was received on 02-may-2014: the required number of follow-up attempts has been made, with no response to date. Follow-up received on 22-may-2014 and 23-may-2014 from lay press (newspaper). The expected delivery date for the consumer is jul-2014. Follow-up information received on 06-oct-2014. New reporter was added and patient's initials and date of procedure were confirmed. The patient's date of birth of was updated. Patient wanted to know the number of case, to make sure that all information was sent to appropriate people. At the hsg, her tubes were blocked. According to the reporter, the baby was delivered (date was unknown). Follow up information received on 18-nov-2014: consumer stated that she had excruciating pain. She reported she was pregnant again with over 40 years. No further information was reported. Follow up 28-nov-2014: ptc investigation results provided. (B)(4). Final assessment: pregnancy is the condition of carrying developing offspring within the body. The time period during which this condition exists; gestation. Probable causes for pregnancy include: unsuccessful bilateral tubal occlusion (complete tissue ingrowth), expulsion (related to micro-insert placement accuracy), no 3 month confirmation test (hsg) or mis-read of hsg, lack of patient compliance to IFU (i.e. Use of alternate contraception until confirmation of bilateral occlusion). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a lack of efficacy. Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information (pregnancy questionnaire) received on 10-feb-2015 from physician: patient's weight was provided (body mass index (B)(6)). Patient's past medical history included: 5 previous pregnancies with 4 normal spontaneous vaginal deliveries ((B)(4)); depression (wellbutrin), moderate painful menstrual cycles and adult attention deficit disorder. Her past surgical history was: mid urethral sling, and a cholecystectomy. Her family history was significant for thyroid cancer. She denied use of tobacco, alcohol, or recreational drugs. She denied any abnormal pap smears and did not report any known drug allergies. Essure was easily inserted for undesired fertility. Cervical dilatation and general anesthesia were applied during insertion. Physician denied fluid loss more than 1500 cc during insertion and also denied that the procedure took more than 20 minutes. Despite a confirmatory hsg documented tubal occlusion, the patient conceived spontaneously. The date (B)(6) 2013 was assessed as event onset date. On (B)(6) 2014, normal vaginal delivery was reported. There was no complication (normal fetal outcome). Later, patient requested essure devices were excised from her body, thus on (B)(6) 2014, she was admitted for da vinci assisted total laparoscopic hysterectomy and bilateral salpingectomy. At admission, her chief complaint was retained foreign body and right lower quadrant pain. During the surgical procedure, examination revealed that the uterus was normal in size and configuration. Both oviducts and both ovaries were easily seen. On the patient's left side there was evidence of an essure implant just underneath the serosa of the left cornua and going into the left oviduct. On the patient's right side, the implant was just below the serosa of the right cornua and appeared to coil back on itself underneath the serosa. Rather than go all the way down the oviduct. There was no evidence that the implant ever punctured the serosa layer of tissue. Both oviducts were normal in size and did not appear to have any scarring on the outside. Both ovaries appeared normal. Diagnosis at pathology report included leiomyomata in the myometrium, mild chronic cervicitis and foreign body (coiled gray metal wires at bilateral cornua) in fallopian tubes. Patient was recovered. Events were assessed as other serious (important medical events) by the physician. Product technical complaint investigation was updated on 20-feb-2015: the final assessment was: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. The medical assessment was: this ptc was initiated due to a product quality issue and a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality defect per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed; spontaneous case report refers to a (B)(6) year-old female patient who became pregnant one year after essure (fallopian tube occlusion insert) insertion. After a normal vaginal delivery, she requested essure removal and physician performed a total hysterectomy with bilateral salpingectomy; during this procedure it was found on patient's left side essure implant was just underneath the serosa of the left cornua and on her right side, the implant was just below the serosa of the right cornua and appeared to coil back on itself underneath the serosa. The devices were removed and she recovered from surgery. All reported events were considered serious by the reporter due to medical importance and are listed in essure's reference safety. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test. In this particular case, essure confirmation test showed bilateral tubal occlusion. Therefore, an essure contraceptive failure cannot be excluded. Regarding the remaining events, interpreted as device embedment in uterine/fallopian tube wall and shape alteration, although their exact date and mechanism are not know; given their nature a causal relationship with the suspect insert cannot be excluded. This case, initially considered a non-incident was regarded as an incident upon receipt of follow-up information reporting the surgical intervention for essure removal . The product technical complaint analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 21-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1803). Consumer reported that she had essure inserted in (B)(6) of 2012 (6 weeks after her 3rd child was born). She states that she wanted a permanent birth control solution; 3 months later, in (B)(6) 2012 she had a hysterosalpingogram test which confirmed her tubes were successfully occluded (doctor wrote fully blocked on her copy of the hsg report). According to consumer, in the months that followed she was seen in the emergency room twice for severe lower right abdominal pain (the cause of which was not determined). Her periods after essure were longer and heavier than they had ever been in her life. In the fall of 2013, consumer found out that she was pregnant and states that she felt angry, and nauseated beyond belief, and at a loss for how the FDA could allow a product that clearly didn't work into her body. Consumer reported that her pregnancy was painful (abdominal pain on the right side) and she worried that essure may be harming her unborn child. Her doctor ordered a magnetic resonance image at (B)(6) to confirm essure placement. He and the radiologist reviewed the MRI and her hsg (from (B)(6) 2012) and concluded that both coils were in exactly the right place (physician said they had not moved even a millimeter since the hsg). She started having contractions at (B)(6), and could no longer work. On 2013, she sought out the advice of a high risk obstetrician specialist. Doctor told her that could not advise her on her pregnancy for lack of data on pregnancies with essure and was unable to suggest a cause for her pains beyond the essure coils. Consumer states that caring for her toddler and older son became physically difficult due to the pain and intermittent contractions. She delivered her baby at (B)(6) and she was healthy (consumer was almost (B)(6) at baby birth). In order to have the metal coils removed from her body, she had to have a full hysterectomy and bilateral salpingectomy and states that photos from surgery revealed that the right essure coil was embedded in her uterus and not in her tube (coincidentally, her right ovary supplied the egg that became her daughter and her pains during pregnancy were on the right side). In addition, consumer reported that recovery from the hysterectomy was problematic. The long pregnancy and following surgery took a huge toll on her health, her family, her work and their finances. Her career suffered between sick children and sleepless nights she was no longer able to put in the hours that she used to. Company causality comment: this medically confirmed; spontaneous case report refers to a (B)(6) female patient who became pregnant one year after essure (fallopian tube occlusion insert) insertion. After a normal vaginal delivery, she requested essure removal and physician performed a total hysterectomy with bilateral salpingectomy; during this procedure it was found on patient's left side essure implant was just underneath the serosa of the left cornua and on her right side, the implant was just below the serosa of the right cornua and appeared to coil back on itself underneath the serosa. The devices were removed and she recovered from surgery. All reported events were considered serious by the reporter due to medical importance and are listed in essure's reference safety. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test. In this particular case, essure confirmation test showed bilateral tubal occlusion. Therefore, an essure contraceptive failure cannot be excluded. Regarding the remaining events, interpreted as device embedment in uterine/fallopian tube wall and shape alteration, although their exact date and mechanism are not know; given their nature a causal relationship with the suspect insert cannot be excluded. This case, initially considered a non-incident was regarded as an incident upon receipt of follow-up information reporting the surgical intervention for essure removal, full hysterectomy and bilateral salpingectomy. The product technical complaint analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.